Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that while performing troubleshooting, the customer stated that the tubing was kinked. The customer has rectified the issue and wishes to continue using the soclean device. It is not unreasonable to assume that the dry mouth was a side effect of the positive airway pressure device and not the soclean. Reporting for due diligence.

Event description:
Customer reports unspecified sinus issues and occasional dry mouth. The customer saw their md for the sinus issues and was prescribed an unspecified antibiotic.